Event description:
A gore hybrid vascular graft was being implanted in the pt's basilic vein during an arterio-venous access procedure. Deployment was initiated to about 2cm when the deployment string got stuck. The nitinol reinforced section (nrs) of the graft had expanded and started 'curling up on itself.' The physician extended the venotomy and ligated the vessel. The device was removed.

Manufacturer narrative:
Review of the device manufacturing record history confirmed device met pre-release specifications. The engineering evaluation states that examination of the device did not provide conclusive evidence of what caused the failed deployment. The examination found no anomalies attributable to the MFR of the device.